Event description:
Caller reported experiencing cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Caller successfully resolved the issue by performing a pump reset with guidance from cts, after which the cgm error code did not reappear, allowing the caller to start their sensor session successfully.